Event description:
It was reported that caller observed air bubbles or gaps about 1 ml in size in infusion set tubing between t:lock and patient during pumping on a previous day, not during tubing fill. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by filling tubing to push bubbles along, and no additional actions or follow-up were reported.